Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia with a reported value of 57 mg/dl following meal announcements while using the ilet, noting they had been announcing smaller-than-usual meals, which led to increased bolus amounts over time and subsequent lows. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose. Investigation included customer care agent troubleshooting and user education, including a guided factory reset and device setup per clinical support recommendations. Investigation of this case revealed user handling related to meal announcements and dosing behavior contributed to hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that user interaction with meal announcement input was the most likely cause.